Event description:
It was reported that the ilet displayed ¿cgm disconnected/enter bg¿ and ¿sensor reconnecting,¿ resulting in dosing stopping soon while a dexcom g7 sensor continued to show values in the dexcom app; ilet firmware was verified, bluetooth on the phone was adjusted, the sensor was paired to the ilet by toggling g6/g7 and re-entering the pairing code, and the system resumed dosing after a fingerstick bg was entered. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated dosing with manual bg entry used to restore dosing and subsequent restoration of cgm readings on the ilet. Investigation included review of alarm history and device configuration, verification of software version, and guided re-pairing of the cgm to the ilet. Investigation of this case revealed cgm signal loss between the dexcom g7 and the ilet due to connection and pairing issues, with the ilet receiver/app component affected, and normal function restored after communication troubleshooting and correct pairing priority. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication setup or transient cgm communication disruption leading to cgm signal loss to the ilet.